Manufacturer narrative:
Concomitant medical products: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID neu_unknown_prog, product type: programmer, physician. (B)(4).

Event description:
Additional information received reported that the patient the patient did not experience any symptoms. The patient recovered without permanent impairment.

Event description:
It was reported that the concentration of morphine delivered by the pump was changed from 10mg/ml to 25mg/ml. The pump was not updated to reflect the concentration change, so a bridge bolus was not performed. On the day of report, the patient returned to the healthcare provider to make the programming corrections. At that time, 0.0386ml of the 10mg/ml morphine had yet to be dispensed. It was reviewed that, at the current flow rate, the remaining old drug would be delivered in 3 hours and 6 minutes. The priming bolus screen was reviewed to deliver the remaining old drug. There were no patient symptoms reported. Further follow-up was being requested to obtain additional information.